Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed failed battery test. The display was flashing. During the self-test the insulin pump alarmed pump error 63 and failed battery test. Since then the insulin pump's display was flashing. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. No flashing display anomaly noted. Unit received with operating currents within spec. Unit passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected low battery, failed battery test insert battery or replace battery now alarms were noted during testing. Power management tool confirms the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) are within specs. Pump error 4 and pump error 63 alarmed during self test and confirmed in pump history with variable (003) due to cold solder joint at the keypad assembly. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.